Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the user interface not resetting. As a result, the error code was cleared. Service history identified the complaint was not related to a previous service of the device within the review period. The cause is the ui never came out of reset and caused the issue. Cleared the error code to correct the issue and updated the software to correct the issue. Cadd solis device passed all functional tests after the repair.

Event description:
It was reported that the pump exhibited error code 41786. There was no patient involvement, no patient injury was reported.